Event description:
Pump had been previously submitted for software upgrade and returned. Pump reissued to new pt. Batteries were changed and pump restarted. Bad cal data - call provider. Pump not able to be used.